Manufacturer narrative:
Product not returned for evaluation. Alleged issue was addressed with tandem technical support. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer declined to complete the system check. Blood glucose level was 170 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.